Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
It was reported that during an unspecified procedure, the resection electrode loop reportedly melted and there were fallen parts. This occurred approximately five minutes after cutting the patient's enlarged prostate tissue. An attempt was made to search for the fallen parts; however, they were not found. Although requested, it is unknown if the parts (or residue) fell into the patient's body, and what method (if any) was used to search for the fallen parts. The procedure proceeded with a replacement device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: d8, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The reported event was not confirmed within the company, so it is unknown whether the product meets the specifications. However, since it is marked as ¿melted,¿ it is highly likely that it does not meet the specifications. If the dissolution (melting) was a fact, it is likely that it was caused by high temperatures. A possible cause of high temperature is the occurrence of sparks when a short circuit occurs. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.